Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer hardware broken. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to be closed. The field service engineer found missing screws on the hard stop of auxiliary half height drawer 6.2 and installed three new screws. Final hardware test application testing passed, and the user successfully recovered the drawer. The system functioned as intended after the field service engineer resolved the issue.